Event description:
Started the 18g IV in lower arm. Retracted and locked the needle. Attempted to disconnect from catheter hub but was not successful. Second rn attempted to disconnect from the hub. Rn had to remove gloves to get better grip, then used an alcohol wipe to better grip the hub and was then able to disconnect the hub from the needle.